Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/01/2017 with the following findings: review of the black box and alarm history revealed records of call service alarm 088. Call service alarm 088 was duplicated during the investigation. There was moisture damage found to the internal printed circuit board. Investigation determined the call service alarm occurred due to internal moisture damage. Also noted on investigation, the pump case was found to be cracked.